Event description:
The patient reported that the up, down, and ok buttons on keypad are unresponsive. The keypad was also peeling up from the bottom. The reporter denies water exposure or cleaning products.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.